Event description:
It was reported that a patient experienced a dental implant loss. Place implant #24, 25. Attempted to restore, stated he felt pain for a few weeks, upon unscrewing coverscrew, implant came out with it. Cleaned area + placed bone graft.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803. The device was not evaluated because the issue is a known inherent risk of the device. We will continue to track and monitor the trend.